Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on january 31, 2024, the patient underwent an orif surgery for a tibial shaft (distal side) fracture. The surgeon attempted to reduce the fracture site with forceps. Although the fracture was an oblique fracture, reduction could not be maintained with forceps, and the surgeon wanted to fixate the fracture with a plate. However, since there was no straight-type plate available for emergency use, the surgeon urgently decided to use the hospital-own va hand 2.0 mm for assisted fixation. The surgeon inserted a 2.0 mm screw to fix the plate, but perhaps because of the patient's good bone quality, the 2nd screw was quite difficult to insert at the last stage of insertion and broke off just below the screw head. The shaft of the screw was remained in the patient¿s body as is, and the surgeon continued to insert screws into other holes. The surgeon additionally performed drilling with a 1.8 mm k-wire in addition to drilling with a 1.5 mm drill bit because it was thought to be difficult to insert the other screws. There were no taps, so emergency measures were taken. The surgery was completed successfully with no surgical delay. Patient status/ outcome: stable the surgeon commented as follows: the patient had good bone quality, and the screw was a 2.0 mm for hand, so the diameter was small. Those seemed to be the causes of the screw breakage. In addition, there were no taps that can be used. No further information is available. This report is for one (1) va lockscr ã¸2 self-tap l10 tan this is report 1 of 2 for complaint (B)(4).